Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 18 months of support on the lvad, the patient received a pump exchange due to thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.